Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high and low blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the high blood glucose. The customer's blood glucose was 22 mg/dl at the time of the low blood glucose. The customer's blood glucose was 218 mg/dl at the time of call. The customer stated that she was given IV fluids and manual injections for the high blood glucose. The customer stated that she was given IV with sugar for the low blood glucose. The customer stated that she experienced vomiting due to high blood glucose. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that she was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.